Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic subtotal colectomy procedure, they were using the device and it and got stuck in a patient and they were unable to take it apart to get it out. The surgeon used another echelon to dissect and free the bowel ,by dissecting both ends leaving the faulty stapler in the middle. There were no adverse consequences for the patient.